Manufacturer narrative:
Update to h6: investigation findings (c). Update to h6: investigation conclusions (d).

Manufacturer narrative:
It was reported that on (B)(6) 2025 the syringe "could not be connected to the manifold." The customer reported the issue occurred "during the preparation stage" and that there was no patient involvement. The customer stated that "other products were used" and that "it is suspected that the user is using it incorrectly." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2025 the syringe "could not be connected to the manifold." The customer reported the issue occurred "during the preparation stage" and that there was no patient involvement. The customer stated that "other products were used" and that "it is suspected that the user is using it incorrectly."